Event description:
On (B)(6) 2020, patient underwent bard MRI powerport implantable port placement procedure for unknown medical condition. About sometime after port placement procedure, patient developed with erosion, unspecified infection and thrombosis. However, the current status of the patient was unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. No medical records were provided for review. Therefore, the investigation is inconclusive for the reported erosion, infection and thrombosis as no objective evidence was provided for review. Furthermore, the clinical conditions alleged in the complaint cannot be confirmed.based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (method). H11: d4 (unique identifier (UDI) #). The information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that, on (B)(6) 2020, a patient underwent port placement via the right internal jugular vein for chemotherapy delivery related to cholangiocarcinoma. Approximately two years, three months and seven days later, on (B)(6) 2023, patient experienced skin erosion. Additionally, the patient was also diagnosed with an unspecified infection and thrombosis. Subsequently, the port was removed on the same day. Approximately one month and twenty-six days later, on (B)(6) 2023, the patient was diagnosed with draining wound due to port removal. However, the current status of the patient was unknown.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. Medical records were provided and reviewed. As per medical records the patient underwent an implantable port placement procedure using a power port for chemotherapy delivery as part of cholangiocarcinoma treatment and procedure was completed and no immediate complications were noted. Approximately after two year six months and eight days later the patient was reported with eroded intravascular port, and the port reservoir and catheter were removed as a single unit, and the catheter was inspected carefully and appeared wholly intact and unremarkable. Approx. After two the patient was presented with a history of port removal with chronic draining wound. Local anesthetic was delivered, and an incision was carried out around the draining sinus. Tissue was dissected and send for pathology for further evaluation. Unspecified infection may be contributing factor of milky discharge. The current status of patient and report was unknown. Therefore, the investigation is confirmed for the reported port erosion issue. Furthermore, the clinical conditions alleged in the complaint can be confirmed for the reported skin erosion, infection and discharged issue, however, the relationship to the port is unknown at this moment, no evidence were noted for thrombosis in the medical record. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B3, b5, g3, h6 (patient, method, result). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2020, patient underwent bard MRI powerport implantable port placement procedure for unknown medical condition. About sometime after port placement procedure, patient developed with erosion, unspecified infection and thrombosis. However, the current status of the patient was unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.